Event description:
Device received for routine service found to have a failed transient voltage suppressor. Note found on device advising of alarm condition. Failure investigation identified the failure (date 07/20/2000).